Manufacturer narrative:
Product investigation completed. The pump was visually inspected. The pump kink resistant tubing (krt) was fatigue and worn to the filament. There was a leak in the krt attributed to fatigue and worn to filament. The pump was functionally tested and performed within specification. The cylinders were visually inspected and leak tested. Both cylinders had a small leak in the cylinder body attributed to fatigue and wear at fold; hole at corner of fold was present. Cylinder 2 has fraying fabric treads in cylinder body as well. Both cylinders were not pressure tested due to a leak was identified. The identified fluid leak is also the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. Product analysis confirmed the reported event. Based on the results of this investigation, no escalation is required. Describe event or problem - updated.

Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp). During the procedure the existing device was explanted due to it being faulty. A tear was identified in the tubing to the right cylinder, just above the pump. It was indicated that there were holes done at removal on the cylinder. No information was provided about the patient's outcome.

Manufacturer narrative:
Describe event or problem - updated

Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp). During the procedure the existing device was explanted due to it being faulty. A tear was identified in the tubing to the right cylinder, just above the pump. It was indicated that there were holes done at removal on the cylinder. No information was provided about the patient's outcome.

Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp). During the procedure the existing device was explanted due to it being faulty. No information was provided about the patient's outcome.